Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular lead was unable to be passed through two introducers that were size 9 french and the physician was concerned that there was something wrong with the lead. A replacement lead was used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the stylet received in lead was kinked. Removed stylet from lead. Using the stylet sample in the lab, inserted into lead and performed the introducer insertion test. The entire length of the lead body up to the connector sleeve passed through the introducer without obstruction. If information is provided in the future, a supplemental report will be issued.